Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not received.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances and both leads had migrated. As a result, patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issues. Therapy was restored post-op.